Manufacturer narrative:
The complaint sample was returned for evaluation and the results of the evaluation showed a puncture hole in the center of the lens.

Manufacturer narrative:
The complaint sample is being returned to the manufacturer. The lot number is unknown. Medical documentation was not provided. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Consumer reported wearing the lens for one afternoon. During that time, consumer experienced discomfort in right eye but continued to wear lens. Upon removing lens, consumer found product torn in two. The following day, the consumer continued to experience discomfort as well as unspecified ¿eye discharge¿ in the right eye; consumer visited an eye clinic. Consumer reports that treating doctor stated this ¿was no big problem¿ and that ¿the eye drops will heal the symptoms.¿ name of eye drops is unknown. Additional information has been requested but has not been received. Medical documentation was not provided.